Event description:
It was reported that during a photoselective vaporization procedure, to treat a 50ml prostate gland, the fiber lens broke after (B)(4) joules and 32 minutes of use. The fiber tip was not cleaned during the procedure; the procedure was completed with another fiber. No patient complications were reported regarding this event.

Manufacturer narrative:
Analysis of the returned device identified a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. Due to the observed circumferential fracture at distal side, the potential for forward firing may exist. The fiber proximal to fracture can rotate independently of the metal cap. The glass cap exhibits mild devitrification at output window and the metal cap exhibits charred detritus adhesion on surface.was mild devitrification on the glass cap and the metal cap had mild detritus adhered to the surface. Fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with the fiber and can rotate the fiber. Based on the observed circumferential fracture the as reported event is and an evaluation conclusion code of unintended user error caused or contributed to event was assigned to this investigation. The circumferential fracture likely occurred due to elevated temperatures near the laser beam output window. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted circumferential fracture. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Manufacturer narrative:
H6 patient code: updated to reflect patient outcome in event description h10 summary corrected for clerical error. Analysis of the returned device identified a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. Due to the observed circumferential fracture at distal side, the potential for forward firing may exist. The fiber proximal to fracture can rotate independently of the metal cap. The glass cap exhibits mild devitrification at output window and the metal cap exhibits charred detritus adhesion on surface. Fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with the fiber and can rotate the fiber. Although there was no detachment of the glass cap and the fiber tip was present, the event is confirmed based on the circumferential fracture. Based on the observed circumferential an evaluation conclusion code of unintended user error caused or contributed to event was assigned to this investigation. The circumferential fracture likely occurred due to elevated temperatures near the laser beam output window. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted circumferential fracture. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Event description:
It was reported that during a photoselective vaporization procedure, to treat a 50ml prostate gland, the fiber lens broke after 179,000 joules and 32 minutes of use. The fiber tip was not cleaned during the procedure; the procedure was completed with another fiber. No patient complications were reported regarding this event.

Event description:
It was reported that during a photoselective vaporization procedure the fiber lens broke after 179,000 joules and 32 minutes of use. The fiber tip was not cleaned during the procedure; the procedure was completed with another fiber. No patient complications were reported regarding this event.